Event description:
It was further reported that patient will be monitored monthly for elective replacement indicator (eri) and rv lead impedance. No I ntervention was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature that is designed to detect crosstalk by monitoring for nonphysiologic ventricular sensed events and responds by pacing the ventricle triggered a ventricular fibrillation (vf) episode. Additionally, the right ventricular (rv) lead exhibited occasional undersensing of a single beat of polymorphic ventricular tachycardia/ventricular fibrillation (vt/vf). The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 693558 leads, implanted (B)(6) 2013. 429888 leads, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.